Manufacturer narrative:
Initial surgery was a 3-level case using an anterior cervical plate. Possible screw issue was noticed on (B)(6) 2008 and on (B)(6) 2009, revision surgery was conducted to remove original hardware and replace with a 1-level plate for the level in question. At this point, we are unable to investigation further as the implants have not been returned for evaluation, and it is unk what other factors (i.e. Patient activity level) may have contributed to this event.

Event description:
Bone screw possibly pulled through plate.